Manufacturer narrative:
Conclusion code should of been (B)(4) as the device evaluation reported no failure detected with device out of specification, should not have been selected in the initial medwatch report.

Manufacturer narrative:
Failure analysis (fa) lab received an avea user interface module (uim). An external inspection found no signs of damage or misuse. The uim was set-up on the test fixture and power applied. Upon start-up the unit performed normally, with all panel buttons, leds, encoder and touchscreen functioning. The uim was removed from the fixture and the covers removed. The pcba has no visible discrepancies. Discontinued uim was verified for normal operation, no discrepancies found. Uim replaced during system upgrade. Uim will be scrapped due to obsolescence.

Manufacturer narrative:
(B)(4). Carefusion will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that the pressures for pressure control are low and that he was not able to correct this issue with transducers calibration. No patient involvement.

Manufacturer narrative:
Failure analysis (fa) lab received a avea ventilator. Visual inspection found patient assist call pcba loose on the mounting hardware. The air and o2 pcba flat flex cables were disconnected. O2 sensor cable pulled from connector at sensor end and disconnected at tca. Exterior metal surfaces show signs of corrosion. No other evidence of damage or misuse. An o2 sensor was installed and the gas delivery engine (gde) connected to a test stand. The unit was then powered on in set up mode and the error log reviewed. No related errors were displayed. The unit was restarted in user mode and an est was performed with the unit passing all 3 segments of the est. The unit was started in set up mode and was allowed to run for 10 minutes in the fcv exercise mode, the unit was then placed in characterize fcv and exv. The unit passed both characterizations and the exv test. The unit was started in user mode and flow/pressure trigger tests were performed with the results entered into the (B)(4) edrs. The unit passed both tests. While in user mode a regulator/relay balance check was performed, calibration was (B)(4), not within specification. A relay/regulator balance was performed and the unit adjusted within specifications. Low and high ve tests were performed. The results of the balance, low and high ve tests were entered into the edrs and the unit failed on the high ve accuracy test (B)(4) fio2 setting. The external o2 measurement was 22.6. The original complaint could not be duplicated in the fa lab, but the fio2 percentages are out of specification and o2 blender cannot be calibrated. The o2 blender was scrapped and the gde assembly was moved to service.